Manufacturer narrative:
Investigation of this complaint by (B)(4) microsystems is continuing.

Event description:
On (B)(6), (B)(4) microsystems received a complaint from (B)(6) hospital regarding sub-optimally processed tissue from two (2) protocols which commenced on (B)(6) 2010 and completed on (B)(6) 2010, using peloris tissue processor (B)(4).